Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. During the transseptal puncture using the non-abbott (versacross connect system by boston scientific), the physician inadvertently entered the pericardial space, causing a small effusion. As the case proceeded, the patient became unstable. A pericardiocentesis was performed and the patient left the room in stable condition. The physician does not allege any abbott product caused or contributed to the pericardial effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5180181. Pt code: 3271. Device code: 1670.